Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. The investigation into the low pump flow and bleeding have been completed. The root cause of the access site bleeding was most likely due to anticoagulation management. The cause of the low pump flow issue was not determined since product was not returned and clinical details provided were insufficient to determine a root cause. Impella cp with smart assist system instructions for use for the related event are as follows: as noted in the impella IFU: impella cp with smart assist system: section: general patient care considerations: ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output: use of the repositioning sheath and peel-away introducer: as noted in the impella IFU: ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states): as noted in the impella IFU ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported the impella was placed and when turned on to auto there were low flows of 3.6 liters and an increase in the patient¿s blood pressure. The team attempted to reposition at this time as the catheter appeared to be hugging the septal wall with some difficulty torquing towards apex. Repositioned under fluoroscopy with radiopaque marker sitting at aortic valve area and flows of 3.6 liters. Reportedly the peel away sheath was removed slowly and with significant bleed back even with fellow holding pressure above the insertion site. Superficial oozing continued with tapered sheath in arteriotomy, and forward tension sutures were placed with multiple dressing changes to achieve hemostasis. It was later reported oozing was noted in the intensive care unit, the perclose was tightened and catheter dressed at 30¿40-degree angle with no further bleeding. Initially the bleed was un-concerning to the team as it was superficial and appeared to stop with redressing, however, over the course of a few hours the patient lost a significant amount of blood from the right groin and eventually some puffiness was noted around the site. The team attributed the oozing to recent xarelto dose as well as brilinta during the procedure with heparin bolus. Two residents reportedly held pressure for approximately 30 minutes each with hemostasis achieved and dressing replaced without oozing. The patient received two units of packed red blood cells over the course of two hours. The patient remained on impella support and was successfully weaned.